Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. The ipg as received functioned and communicated with all lab utility. The ipg drew idle current within specification (3-15ua). It accepted charge using lab charger. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had experienced a burning at the ipg pocket site when stimulation was on since implant. The physician undertook surgical intervention and it was reported the ipg pocket site had begun to open, exposing the ipg. The physician explanted the entire scs system due to a suspected infection.